Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 19-aug-2019 and inspection of the unit was performed on 06-sep-2019 where the quality control inspector found the following: operation channel- primary slice by accessory, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed dry leak test, passed wet leak test, elevator body sticking, distal cap/ case cracked, up/ down angulation knob play, video image has a white or red dot, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, operation channel twisted in bending section, eto vent valve broken, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Addition inspection findings from 03-dec-2019: right/ left brake knob retaining nut cover cracked. Addition inspection findings from 13-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection, channel improperly installed (gap distal body opening). The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3), eog valve assy, rl lock knob retaining nut cover. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.